Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was oversensing noise. The ra lead was capped and replaced on (B)(6) 2022. The patient had no adverse consequences.